Event description:
PICC insertion of power PICC solo double lumen PICC (redr3319 lot number). During process of insertion, access to vein initiated as per procedure, guide wire advanced needle removed, micro-introducer inserted over wire, cap applied, tourniquet removed. (This is usually where access is secured, and then PICC is trimmed, and inter piece of micro-introducer is removed). There was excess bleeding noted. Upon assessment of where this was coming from, which was not insertion site at the patients skin area, noticed it was coming from top side of the core of the micro-introducer. This piece is removed when advancing catheter. A 4x4 gauze wrapped around top of introducer and PICC trimmed, and then this piece was removed and catheter advanced without difficulty. This piece was never inside the patient. After procedure, evaluated piece using flushing of saline through piece, appeared to be a crack in top side area, the rest of the introducer was intact. There was not any harm to patient, the piece was saved as well as lot number and has been reported to vendor.